Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb board and reseated cable connectors. System operates as intended.

Event description:
Customer reported poor image quality. System operates as intended.